Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that her daughter had been hospitalized with high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose value at the time of hospitalization was 551 mg/dl. The symptoms of high blood glucose levels that the customer experienced was back and side pains and was generally feeling bad. The customer's mother stated that there was issues with the pump also. The mother said that the pump was alarming no delivery. No further information was reported.